Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal lens, model aab00, was implanted in the eye of a female patient. The target, of 0.0 diopter, was missed by -3.0 diopters. The vision was -2.0 diopters the first day post-op, -2.75 four days post-op, and -3.0 later. Reportedly, the lens was explanted in a secondary surgical procedure. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/01/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in two parts. The condition observed in the lens and the way the cut is formed is consistent with a lens that has been cut due to iol removal process. Due to the condition of the lens returned the lens diopter power could not be verified. The customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.